Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was found lying in bed, unresponsive, while her children tried to wake her. They quickly called for emergency assistance. The paramedics arrived and discovered she was experiencing hypoglycemia. Her blood sugar was measured at 28 mg/dl. She was taken to the hospital, where she was provided IV glucose and food, with no medications given. She did not remember hearing any alerts from the cgm during this incident. The patient could not remember the cgm value before and while she was at the hospital or how long she was unconscious. The patient stated that the receiver's speaker worked fine; however, she was uncertain if the receiver alerted and rang during the event. At the time of the report, the patient was doing better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.